Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak). This is an indication that the internal hlc batteries likely would not have sufficient power available to have the ability to deliver effective defibrillation therapy to a patient, if needed. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio was unable to determine why the internal hlc batteries had been depleted. It was observed that the internal clock had stopped functioning and because of that, physio was unable to determine when the batteries started to become depleted. The cause of the reported issue could not conclusively be determined. The customer received a replacement device.